Manufacturer narrative:
On (B)(6) 2025 - we were notified of a patient who was taken to ER. The office informed us that it was due to ""other issues"" and unrelated to the capsule. The patient had ""no bowel movement in 4 days"". Since the patient did not have the retrieval kit with them, the customer thought it was possible for the patient to lose the capsule while during in the ER. Frm-0089c capsule incident questionnaire was sent to obtain additional information. To date we have reached out to the customer on 5/19/2025, 5/23/2025, 5/27/2025 & 6/2/2025 without response. On (B)(6) 2025 - we were notified that the patient passed the capsule and the capsule was sent to the download center to be downloaded. Customer stated again that the ER visit was unrelated to the capsule and therefore no further information is needed. Based on the provided information this complaint will be closed and re-opened if any additional information is received.

Event description:
On (B)(6) 2025 - we were notified of a patient who was taken to ER. The office informed us that it was due to ""other issues"" and unrelated to the capsule. The patient had ""no bowel movement in 4 days"". Since the patient did not have the retrieval kit with them, the customer thought it was possible for the patient to lose the capsule while during in the ER. Frm-0089c capsule incident questionnaire was sent to obtain additional information. We have reached out to the customer on 5/19/2025, 5/23/2025, 5/27/2025 & 6/2/2025 without response. On (B)(6) 2025 - we were notified that the patient passed the capsule and the capsule was sent to the download center to be downloaded. Customer stated again that the ER visit was unrelated to the capsule and therefore no further information is needed. Based on the provided information this complaint will be closed and re-opened if any additional information is received.